Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2018. The laa anatomy was shaped like a wind sock. Heparin was administered and the la pressure was 15. The activated clotting time (act) at deployment was 176. A 24mm watchman ® laa closure device was implanted successfully. The patient was discharged home the following day. On (B)(6) 2018, the patient had a follow up transesophageal echocardiogram (tee) which revealed that the closure device was not in the laa. They performed fluoroscopy and it showed the closure device embolized to the descending aorta above the renal level. The patient was asymptomatic, alert and oriented x4. The patient went to another hospital where the closure device was removed by a snare. The patient is fine.